Event description:
Information was received indicating that a smiths cadd medication cassette might be malfunctioning. It was reported that medication remains in the cassette after infusion. There was no reported serious injury to the patient.